Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the generated report not displaying the accurate data as the days with alert did not match with pump data. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event using csr version 15.2c and confirmed that the issue is not reproducible. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 10938952doct sw requirement document. Cause and/or contributing factors: after conducting a thorough investigation, medtronic found that the time displayed in the response accurately reflects the data recorded in the database. Consequently, the observed discrepancy is most likely attributable to incorrect time settings on the user's device, resulting in the timelines appearing in the future relative to the system data. Steps to resolve or recommendation: to assist with the resolution of the issue, the helpline team was advised to recommend verifying and correcting the time settings on the user's device to ensure alignment with the system timelines. Once corrected, the user should confirm whether the calendar information displays as expected. Suggested closing statement: to assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.